Event description:
It was reported that the patient presented remotely to the clinic with the pulse generator triggering alert for high pacing impedance on the right ventricular lead. The lead impedance rose more than double overnight, triggering the alert. The patient was then brought in for a lead revision due to suspected lead fracture. Prior to the procedure, the device was interrogated and found that the lead exhibited no capture along with the high pacing lead impedance. Review of the device history noted that the patient did not receive any inappropriate therapy as a result of the lead fracture. On (B)(6) 2019, the lead was explanted and replaced successfully. The patient was in stable condition throughout the event.

Manufacturer narrative:
The reported events of high pacing lead impedance, loss of capture, and lead fracture were not confirmed. The complete lead was returned in two pieces. The connector portion was 12.4 cm and the distal portion was 56.6 cm. Electrical testing did not find any indication of conductor fractures or internal shorts.